Manufacturer narrative:
In response to customer reported MDR: (B)(4). It was reported that the nurse was performing a pre-colonoscopy prep enema and the blue cap was accidentally left on the enema when inserted into the patient. The nurse performed the enema and the blue cap fell off inside of the patient. The blue cap was removed during the previously scheduled colonoscopy procedure the next day with no harm noted to the patient. The sample is not available to be returned for evaluation. There was no serious injury or follow up care required related to the customer reported incident. Due to the reported incident and in abundance of caution, this is a reportable event. If additional relevant information becomes available this report will be reopened and reevaluated.

Event description:
The nurse performed the enema and the blue cap was left inside of the patient requiring manual removal the next day.